Event description:
It was reported that this brady lead was not implanted successfully due to unknown complications. A new brady lead was placed. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to tissue in helix. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown complications. A new brady lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown complications. A new brady lead was placed. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to tissue in helix. No adverse patient effects were reported.